Event description:
(B)(4).

Manufacturer narrative:
The prismaflex hf1000 set was discarded and not available for inspection. The review of the prismaflex hf1000 set device history record and complaint history files for the lot number 14i1505 shows that there is no manufacturing non-conformity and no other complaint for this lot number. No leakage was reported during the priming and during the first 3 hours of treatment. The root cause of the reported event remains unknown and we have no indication of a general failure on this lot number.